Event description:
The clinician reports the implant was inserted on (B)(6) 2026. On (B)(6) 2026, loosening of implant not related to bone ingrowth was verified. According to the information, the patient has diabetes. At the event, the patient experienced: pain. The device was forwarded to the manufacturer. No patient operative or post-operative complications reported.

Manufacturer narrative:
The DHR was reviewed for lot#: 9001400 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. To date, items of the same lot have been sold without any similar reported event during the period of review. The investigation for this event has not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Our manufacturing system assures, that production and process controls are in place to ensure that batches conform to the applicable specifications before they are distributed. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.